Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending artery with moderate tortuosity and moderate calcification. The lesion was pre-dilated with a 1.5x12 mm mini trek and a 2.0x12 mm mini trek balloon catheter. A 4.0x18 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated to 10 atm, and the stent was implanted. There was no interaction of devices. However, angiogram revealed that a distal edge dissection occurred. A new 3.75x12 mm xience v stent was used to cover the dissection. No other device/procedure issues were noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.